Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a reduced battery life and recurring low battery alerts. Blood glucose level at the time of the incident was not provided. Customer also reported that the insulin pump was cracked at the battery compartment and a failed battery test had occurred. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm, low battery alarm or failed battery test alarm noted. Unit was received with cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked case at display window corner and missing end cap sticker.